Event description:
Customer reported via phone, he was in the water and raft rubbed against set and it pulled out. Customer then ate the wrong thing after this and her blood glucose went up to 800 mg/dl. Customer went home changed the infusion set and treated with the insulin pump and went to bed. Customer also mentioned she was having issues with the sensor. Troubleshooting was performed and customer was advised to change out the sensor. She is not returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-23099 for insulin pump and 2032227-2015-23100 for transmitter.